Event description:
Patient's meter was reading inaccurately low. Their family member claims that the pt had to be taken to the hospital because, although their meter read 125 mg/dl, they felt very ill and felt like they were going to faint. When customer reached the hospital approximately 30 to 40 minutes later, their blood glucose was taken and the result was 350 mg/dl. They were treated with insulin and released the same day. No further information was reported. The meter has been replaced.